Event description:
It was reported that the hand activation buttons on disposable did not work. A second disposable was used with same result. The case was completed using the foot pedal.

Manufacturer narrative:
No malfunction was proved at a test of the ventilator accomplished by the medical technician at the hospital. According to information received late from the hospital the expiratory valve failed a week after the event and was changed by the technician at the hospital. No investigation has been possible to carry out since the customer discarded the valve. The ventilator is back in service.